Manufacturer narrative:
The device will not be returned. No additional information is available.

Event description:
It was reported that distal air in line was detected by biomed during testing. It was further stated that the test was performed by biomedical engineering following ongoing occurrences of distal air in line without alarms during slow rate infusions. It was reported that biomed was able to reproduce distal air in the line at a rate of 1 ml/hr. The reporter stated that he chose a plum 360 pump to test that was in good and working condition. The reporter further stated that a new primary plum tubing set and 0.9% sodium chloride solution in a 1000ml bag was used for testing with a set rate of 1ml per hour and vtbi (volume to be infused) of 8ml. It was reported that the plum set was thoroughly primed by removing the set from the pump and setting screw for free flow; trapping infusion bubbles right side up and upside down while letting flow happen until no visible bubbles were in line or set. The infusion was reported to have started at 06:10 and ended at 14:38. The reporter stated that 7.3ml was infused according to the pump. The size of the bubbles were 110mm in length. The first bubble was 10mm long, the second bubble was 235mm from the end of the first bubble and was 15mm long. The third bubble was 250mm from the end of the second bubble and was 10mm long. The fourth bubble was 250mm from the end of the third bubble and was 32mm long. The fifth bubble was 275mm from the end of the fourth and was 10ml long. The sixth bubble was 160mm from the end of the fifth and was 10mm long. The seventh bubble was 160mm from the sixth bubble and was 12mm long. There was no patient involvement, no adverse event, and no delay in therapy. No additional information is available at this time.